Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: sc-2218-70 model #: sc-4316 lot #: 15320268 description: sc-4316.

Event description:
A report was received that the patient had discomfort at the ipg site. Symptoms were fever and soreness at the ipg site. The patient underwent an explant procedure.

Manufacturer narrative:
Correction to MDR f/u #1. Field should have been n/a. Additional information was received that patient believed that the stimulator had malfunctioned and thus wanted the system to be explanted. The physician was unsure if the device had malfunctioned and explanted the patient per his request. The explanted devices were not returned to bsn as there were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing a fever, pocket soreness and that the stimulator was bothering him. The patient will undergo an explant procedure.

Manufacturer narrative:
Initial MDR: 07-nov-2016.

Event description:
A report was received that the patient had discomfort at the ipg site. Symptoms were fever and soreness at the ipg site. The patient underwent an explant procedure.